Event description:
It was reported in (B)(6) 2019 that during a fitting session for sonnet upgrade, in situ testing revealed multiple implant electrode channels affected. The recipient had not had access to sound with the device for the last year since he was waiting for the new processor. No incident of an accident or trauma was reported by the family. There were no changes in health or medication. Previously the recipient had good benefit with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Additionally, one channel appears to have been out of the cochlea since implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore it is reported that an incomplete insertion was achieved at initial implantation,. According to the implant registration card one channel was left outside of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported in (B)(6) of 2019 that during a fitting session for sonnet upgrade, in situ testing revealed multiple implant electrode channels affected. The recipient had not had access to sound with the device for the last year since he was waiting for the new processor. No incident of an accident or trauma was reported by the family. There were no changes in health or medication. Previously the recipient had good benefit with the device. Re-implantation was planned, but no date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During fitting session for sonnet upgrade, in situ testing revealed multiple channels affected. The recipient has not had access to sound with the device for the last year since he was waiting for the new processor.